Manufacturer narrative:
(B)(4). Date of initial report: 11/16/2015. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device closes but does not open. The patient had no reported injury, permanent damage, or excessive bleeding.